Manufacturer narrative:
(B) (4): x-rays showed degenerative grade ii spondy at l4/l5 and major decompression at from l3 to s1. Unilateral construct shows both screws broken with some evidence of l4 slipping further after the first break. No fusion bone is evident.

Event description:
It was reported that the pt underwent posterior lumbar fusion at l4/l5. Six months post op x-rays showed one broken screw (refer to MFR report 1030489-2010-00153). X-rays taken the following month showed a second screw broke. The l4 and l5 screws were broken. The pt did not complain about any specific incident that would have caused the screws to break. The pt reported lifting, bending, and resuming normal activities soon after implant surgery; the pt was non-compliant with post-op orders. The pt was referred out; the pt has seen two doctors. To date, revision surgery has not occurred.